Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to a corroded motor home switch. Moisture damage was found on the motor housing. No moisture damage was found on the electronic assembly. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose reading was 200mg/dl. The customer stated that there is fluid in the reservoir housing. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.